Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged and that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 325 mg/dl. The customer continued to use the pump for insulin therapy and a replacement pump was sent.